Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. The date of implantation is unknown. As reported, on an unknown date, a patient had a cypher rx stent placed in the saphenous vein graft to the right coronary artery (svg- rca) for unknown reasons and unknown if patient was hospitalized. Subsequently, the patient had a non-cordis stent placed in the svg-pda for unknown reasons and unknown if patient was hospitalized at time of the event. Multiple attempts to obtain additional information have been unsuccessful. The product was not returned for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. There are possible patient, vessel, and pharmacological factors that may have contributed to the reported event. Based on the minimum available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two adverse events reported for the same patient. Please reference MFR. Report # 3003742446-2015-00059 and # 3003742446-2015-00060. Please note that this is the initial/final report for this product.

Event description:
As reported, a magnetic resonance imaging (MRI) technician called for medical information and additionally reported an adverse event. On an unknown date, the patient had a cypher rx stent placed in the saphenous vein graft to the right coronary artery (svg- rca) for unknown reasons and unknown if patient was hospitalized. Subsequently, the patient had a non-cordis stent placed in the svg-pda for unknown reasons and unknown if patient was hospitalized at time of the event. Multiple attempts to obtain additional information have been unsuccessful.